Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has been running out of water every night on humidifier setting of 3 and water being filled to fill line on reservoir. Patient stated when this happened in the middle of the night it woke him up to a strong burning smell. Patient stated he immediately thought his house was on fire and realized after taking the device off that his home was fine, but his humidifier had run dry and the smell was coming from the device. Patient stated the smell could only be smelled while he had the mask on and was breathing on the machine. Patient stated it was a strong plastic burning smell that was releasing fumes. Patient stated that the machine also seems to get very hot, and he is concerned that his nightstand, which is made out of wood, will be ruined. Patient stated the nightstand where the machine sits is extremely hot to the touch after the device is on and running pap. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.